Manufacturer narrative:
Correction information provided in d.10. (Unspecified ophthalmic viscosurgical device was inadvertently captured in the initial MDR submitted). Additional information provided in h.3., h.6. And h.11. The company specified cartridge was not returned. Photos were provided. The first photo showed the lens carton endcap. The second photo showed a yellow lens model in a piece of a cartridge nozzle. The nozzle had been cut off from the rest of the cartridge. The tip of the nozzle had also been cut off. Lens appeared to be folded correctly. However, we are unable to determine if there was haptic damage. A physical sample would be necessary to make further determinations. It cannot be determined if the cartridge was placed into a handpiece. Viscoelastic amount cannot be verified. The reported product lot number was not provided. Lot specific reviews for similar complaints or non-conformances could not be conducted. However, before production release, each device history record is reviewed to ensure that the product met the required specifications and release criteria. A qualified lens was used with an unknown handpiece and a non-qualified viscoelastic. Based on our observation of the attached photos, the lens was stuck in a cartridge that has been cut. The presence of clinical solution on the lens cannot be determined. It is difficult to make a determination of handling / damage without evaluation of the physical sample. The root cause may be related to a failure to follow the instructions for use (IFU). A non-qualified viscoelastic was used. The IFU instructs: the company iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The surgery was completed without iol implantation. The patient remained aphakic and stayed in the hospital for observation and a subsequent procedure (2nd surgery) ¿ implantation of the appropriate iol. Please be aware that there is currently a ban on the export of medical devices from the russian federation. The file will be reopened if the sample becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10. Reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, while injector was pushed through on the company cartridge, the lens haptic was pinched and damaged. The iol got stuck in the cartridge nozzle before being inserted into the anterior chamber of the eye. Due to damage, the lens was not implanted. There was no patient contact. The surgery was completed without iol implantation. The patient remained aphakic and stayed in the hospital for observation and in a subsequent procedure, implantation of the unspecified appropriate iol was done. There was no patient harm. Additional information has been requested.